Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a postcapsular tear during a cataract with intraocular lens implant procedure. The surgeon performed a vitrectomy to address the issue but noted that his settings for cutting had not been transferred to the footpedal of the new system. The staff had to switch back and forth between irrigation and aspiration (I/a) and vitrectomy which the surgeon felt added to total surgery time. The cornea became steamy and view consequently became poor. The surgery was completed. The surgeon noted that the patient had a vitreous wick in the anterior chamber during the one day postoperative visit. He will likely take the patient back to the operating room to remove the wick. The patient is happy with the visual outcome.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported that a patient experienced a posterior capsular (pc) tear during a cataract with intraocular lens (iol) implant procedure. The surgeon performed an anterior vitrectomy. The surgeon noted that his settings for cutting had not been transferred to the footpedal of the new system. The staff had to switch back and forth between irrigation and aspiration (I/a) and vitrectomy which the surgeon felt added to total surgery time. The cornea became steamy and the view consequently became poor. The surgery was completed. The surgeon noted that the patient had a vitreous wick in the anterior chamber during the one day post-operative visit. The surgeon noted he may have to take the patient back to the operating room to remove the vitreous wick. The patient is happy with the visual outcome. Additional information was requested with none received to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).